Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4) was reported in error. Additional information was received to correct the device that was previously reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 11-sept-2019 literature article entitled: ¿inferior radiographic and functional outcomes with modular stem in metal-on-metal total hip arthroplasty¿; by inari laaksonen, md, phd, vincent p. Galea, ba, james w. Connelly, ba, sean j. Matuszak, ba, orhun k. Muratoglu, phd, henrik malchau, md, phd; published in the journal of arthroplasty 33 (2018) was reviewed for MDR reportability. The study¿s objective was to investigate the effect of stem type on the prevalence of osteolysis and radiolucency, blood metal ion levels, and functional outcomes in patients with articular surface replacement tha (asr xl), a type of mom tha. The models of prostheses used include asr xl system with summit, corail or s-rom femoral stems and srom sleeve. The study identified the following to be adverse outcomes, patient quantity is stated if provided: radiographic lucencies, osteolysis, pain, decreased function, elevated blood metal ions, adverse local tissue reaction, surgical intervention / revision.